Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device ws used during a laparoscopic cholecystectomy. The clips are not closing completely or scissoring. Another device was used to complete the case. There was no consequence to the patient. Device discarded.